Event description:
Pt had hernia recurrence, and underwent incarcerated ventral incisional hernia repair, mesh implant x 2 and mesh explant procedure.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned or additional info becomes available.